Event description:
The health care professional reported that the pt was explanted and reimplanted in 2005 due to device "failure, intermittency, and facial nerve stimulation". The MFR was not notified prior to the explant surgery.